Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction with itching and a systemic rash occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient saw a nurse practitioner and a dermatologist. She developed a rash from her bra line to her underwear and from side to side but not on her back at all. She was treated with five days of an unspecified steroid to help clear the rash on the abdomen, as well as zyrtec twice a day, fluocinonide cream, kenalog nasal spray (apply to skin 3 times prior to new sensor insertion), and sarna lotion for itch relief after sensor removal. She was also referred to an allergen specialist. She stated that she left sensors off to allow the abdomen to heal. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.